Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/26/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture was broken during suturing on the joint capsule though no extra force was applied. There were no adverse consequences to the patient. No additional information was provided.